Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing low blood glucose (bg) levels (65 mg/dl) and required the pump's correction factor and carbohydrate ratio setting to be adjusted. The customer addressed the low bgs with the consumption of carbohydrates. The customer stated that their bg levels have been running low due to recent weight loss. Tandem technical support assisted the customer with the requested changes to the settings and advised the customer to consult with the healthcare provider about the changes.